Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, a relationship between the report event and device could be established. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the cause of the power failure is a defective power supply. Root cause is determined to be component failure. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the versajet ii console would not power-up any longer. No case was involved.